Manufacturer narrative:
Additional device product code: hrs. Two cortex screws with part # 404.032s and lot numbers 9410380, 8983953 reported; however it is unknown out of these two screws which of the screw broke intraoperatively. (B)(4). Device broke during insertion; device not considered implanted/explanted. Complainant device is not expected to be returned for manufacturer review/investigation. Reporter phone number is not provided for reporting. (B)(4). A device history record (DHR) review was performed for part # 404.032s, lot # 9410380: manufacturing location: (B)(4), manufacturing date: 19.mar.2015, expiry date: 01.mar.2025: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Part # 404.032s, lot # 8983953: manufacturing location: (B)(4), manufacturing date: 26.may.2014, expiry date: 01.may.2024: no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported about two devices were used in the surgery for the fracture of the humeral greater tuberosity on (B)(6) 2017. The philos system (3 holes) was used for the procedure. After the locking screw was inserted to the proximal humerus, the surgeon started inserting the cortex screw from the most distal part of the plate shaft in order. When the surgeon tried to insert (the third) cortex screw to the oval hole of the most proximal part of the plate shaft, the screw in question was broken, and its tip was left within the medullary cavity. The surgeon created a hole in the bone by using a k-wire and a chisel and removed the broken tip of the screw in question from the medullary cavity successfully. Although the surgeon drilled the bone again and tried to insert another cortex screw, it was short in length. Eventually, the procedure was completed by using the 34 mm locking screw. The surgery was extended for 20 minutes. No adverse consequence to the patient was reported. Unknown which screw is broken and which was too short. Procedure was completed successfully. Concomitant parts reported: chisel (quantity 1), k-wire (quantity 1), drill bit (quantity 1), philos plate (quantity 1), cortex screw (part # 404.032s, lot: 9410380 or 8983953, quantity 1). This report is for one (1) 3.5 mm ti cortex screw 32 mm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: subject device has been received and an investigation summary was performed. The investigation of the complaint articles has shown that: based on the information available, the complained issue (the screw in question was broken, and its tip was left within the medullary cavity. The surgeon created a hole in the bone by using a k-wire and a chisel and removed the broken tip of the screw in question from the medullary cavity successfully) could not be confirmed. No pictures/ no x-rays and no further informations was provided which would provide additional evidence. No indication for product related issue was found. Complaint unconfirmed. (B)(4). Cortex screw with part # 404.032s and lot numbers, 8983953 reported the screw broke intraoperatively. Device history records review was conducted. The report indicates that the: manufacturing location: (B)(4): manufacturing date: 26. May.2014 expiry date: 01.may.2024 . No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product development investigation was completed. The investigation summary indicates that the: 1x article 404.032s with lot 8983953 / cortscr ø3.5 l32 ti returned. As received condition: cortex screw received with a broken shaft. Hexagonal recess is slight used. Shaft thread does show shave marks on surface and shaft of screw is bent. Complained issue (the screw in question was broken) could be confirmed. As possible root cause, it is likely that an overloading situation must have led to this screw breakage. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.